Event description:
It was reported to philips that the device had bent battery pca pins. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery pca board, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.